Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was not cutting correctly and the staff stated it was chewing skin. On (B)(6), 2017, it was clarified that the issue occurred during surgery on (B)(6), 2017. There was no patient harm or injury but there was an impact or damage to the graft harvest noted. However the graft harvest was usable and no additional graft was required. There was an alternate device used to complete the surgery without delay. On (B)(6), 2017, it was further clarified that the issue did not occur upon opening the device and before first-ever use. There was no medical intervention or additional surgical procedure required. The blade was placed properly for use and the dermacarrier was at room temperature. The device has not been repaired by anyone other than zimmer biomet. There was no harm, injury or adverse event to the operator. The surgical technique for the product was used. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in sap. The last repair was (B)(6), 2015 where it was reported that the device had damage to the blades and the gears, washers, shoulder bolts, cap nuts, comb, and ratchet handle were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 1, 2017 revealed that the comb was found to be bent and not allowing the cutters to roll smoothly. As a result the pretest could not be performed. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the device was not cutting correctly and the staff stated it was chewing skin¿ was confirmed sine during initial inspection the comb was bent and was not allowing the cutters to roll smoothly. The root cause of the device not cutting correctly and chewing up skin cannot be specifically determined with the provided information. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was found to be bent.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not cutting correctly and the staff stated that it was chewing skin. There was no patient was harm, but there was damage to the graft harvest. However, the graft harvest was usable and no additional graft harvest was required. No adverse events have been reported as a result of the malfunction.